Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The vent engine was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.